Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a fall (date of the event unknown) and alleged defective electrodes and lead migration after the incident. The patient underwent revision surgery, during which both leads were removed and replaced without complications. There was no report of patient harm or injury. The explanted device was not returned for analysis. Therefore, no device analysis can be performed. The pre-revision imaging was reviewed, and no evidence of lead migration was found. However, improper implant technique was observed at both the entry point and the strain relief loop.

Event description:
It was reported that the patient had a fall (date of the event unknown) and alleged defective electrodes and lead migration after the incident. The patient underwent revision surgery, during which both leads were removed and replaced without complications. There was no report of patient harm or injury. The explanted device was not returned for analysis. Therefore, no device analysis can be performed. The pre-revision imaging was reviewed, and no evidence of lead migration was found. However, improper implant technique was observed at both the entry point and the strain relief loop.

Manufacturer narrative:
Mml #: (B)(4). The device history record was reviewed. No relevant nonconformances were found. Following the lead revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). Updated d6a and h6.